Event description:
The customer reported that the housing on their pump in style transformer fell apart and the inner electronics were exposed.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer, the customer reported that their transformer was broken at the corner and it was exposing the inner electronics. The customer also stated that the original power adapter was no longer available to be returned for testing, it was thrown away. Should additional information become available resulting in new, changed, or corrected information, a follow up report will be filed at that time. The issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.